Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver morphine (concentration and dose unknown), indicated for non-malignant pain and failed back surgery syndrome. It was reported that the patient's catheter broke, and the pump and catheter were replaced. The event date was asked, but unknown. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received from a consumer on 2019-dec-05. It was reported that the patient was in withdrawals where they were bouncing off of the bed on an unknown date when the "clip that extends the hose up into the spine separated and needed to be reattached."

Manufacturer narrative:
The previously reported evaluation conclusion, result, and method codes, and the previously reported patient code no longer apply. If information is provided in the future, a supplemental report will be issued.